Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 pump for mechanical circulatory support. It was reported that the purge system was blocked. No further information was provided.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.